Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead short v-v events were noted. It was also reported short v-v intervals likely attributed to sub threshold lead impedance tests. No oversensing noted with isometrics or on stored electrograms (egm). Pocket manipulation did not reproduce any oversensing. The rv lead remains in use, and will continue to monitor the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead short v-v events were noted. It was also reported short v-v intervals likely attributed to sub threshold lead impedance tests. No oversensing noted with isometrics or on stored electrograms (egm). Pocket manipulation did not reproduce any oversensing. Will continue to monitor the rv lead.